Manufacturer narrative:
H2) correction to g2 the reported issue occurred in the united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient weight not available from the site. The unknown identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was too small. The manufacturer representative stated that there was an issue with the spine clamp. The health care professional (hcp) tried three different clamps on c2 and had to open the clamp all the way open to get it to fit around the c2 spinous process, but not one of the three different clamps the hcp tried would close once the hcp got it to fit around the c2 process. The hcp tried removing some of the bone on the c2 spinous process and the clamp would still not close. This site has one set of the ¿old style¿ clamps that will typically work in these types of situations, (if the screw doesn¿t strip), but it was being used in another room. The site ended up having to place the clamp on c3 spinous process, which wasn't the preferred position but it worked. There was less than one hour delay in the procedure. No impact on patient outcome. Additional information was received sating that literally every single part fails if there is spinous process applying force in the back or hinge of the device, or it¿s touching either side.